Event description:
It was reported that low impedance was observed. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
The lead was returned in three pieces. Analysis found insulation damage due to clavicular crush. Electrical tests revealed a short between the coil and conductor cables at the clavicle crush region. Due to the returned condition of the lead, the impedance could not be measured.